Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm error 25. Customer's blood glucose was 97 mg/dl. The customer was advised that the internal power source in the pump is unable to charge. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was returned for power error alarms. The alarms were confirmed during testing, and the root cause was the non-sleep anomaly software error. The pump was received with minor scratches on the lcd window, cracked battery tube threads, a scratched keypad overlay and a scratched case.